Manufacturer narrative:
D10: concomitant devices: 264318 203-96-03 - (11-2216) saw blade new stryker (.050) 315620 203-96-01 - (11-2222) saw blade new stryk (.050) 4031606 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t 5624952 02-010-01-0340 - logic femoral ps cem right sz 4 the device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 49 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, metallosis, loosening of tibial tray, synovitis, bilateral knee pain, swelling, loss of range of motion, limited mobility, and pain and anguish. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2024-04130 h6: corrected health effect - clinical code, medical device problem code, and type of investigation. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, limited range of motion, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.